Event description:
Reporter indicated that patient's lead was broken. Further investigation revealed that x-ray confirmed high impedance results. Lead break was clear at the site of the strain relief.